Event description:
It was reported that signal loss occurred. It was determined that loss of connection was related to the mobile application. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter state: (B)(6).